Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood on the coils and there was no contrast visible which is consistent with the guide wire being handled outside the dispenser coil. Analysis confirmed the reported guide wire becoming stretched as the tip coils were stretched out distal to the center solder. The tip ball was still intact. The core was protruding distal to the center solder for a length of 2 cm. The shaping ribbon was protruding distal to the center solder for a length of 3 cm. The shaping ribbon and core were still tinned together 2 cm distal to the center solder. These noted damages are likely the result of the reported resistance with other device as no damage was reported during inspection prior to use. Scanning electron microscopy (sem) analysis suggests that the shaping ribbon failure may be attributed to ductile overload. Dimples were observed across the fracture surface. Tip coils were intact. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the shaping ribbon to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it was reported the guide wire had resistance with the y-connector which could have contributed to the noted separation. Analysis could not confirm the reported difficulty inserting and retracting from the y-connector due to the damages noted to the guide wire. Resistance between devices and retracting can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, the condition of the y-connector being used, and/or condition of the guide wire coating. Coagulation of blood or contrast in the y-connector or on the wire can be a factor in reducing clearance. In order to ensure that this damage does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed and there are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, a conclusive cause could not be determined for the reported difficulties and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that as the bmw universal ii was inserted into the y-connector, resistance was felt and an attempt was made to pull back the guide wire. The guide wire became stuck in the y-connector and force was applied to retract the guide wire out of the y-connector. During the retraction, the guide wire coils became stretched. The guide wire did not enter the patient's anatomy. No adverse patient effects were reported. No additional information was provided.